Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. On unreported date(s) during the hospitalization, the patient was treated with vancomycin (route, dosage, and frequency not reported) for the peritonitis event. Four days after hospitalization, the patient was discharged and the treatment with vancomycin was discontinued. The pd therapy was ongoing. After being hospitalized for four days, the patient was discharged. The patient has recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.